Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective non-return valve (nrv) assembly. (B)(4). Report late due to transition from vmsr program. Establishment was unaware of FDA letter dated 16 september 2019 for cbk procode status change in vmsr program until notified directly by FDA on 18 december 2019 following submission of our quarterly summary report.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.